Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1370 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1370 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by hysterectomy with bilateral salpingectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anal fissure excision (sphincterotomy/fissure sealant placement approx 2012.), gerd, surgery (2013 essure device implanted. 2013 colonoscopy x 2 (most recents. 2012 sphincterotomy/fissure sealant placement approx 3 yrs ago.), pelvic pain female, migraine (migraines over the past 1 week. She usually has relief with excedrin migraine but is having only partial relief now.), bipolar disorder, asthma, unspecified, nausea and obesity. Previously administered products included: aspirin [acetylsalicylic acid] for excedrin migraine and albuterol sulfate, propranolol, omeprazole and sumatriptan. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1390 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.064 kg/sqm. [Pathology test] on (B)(6) 2016: surgical report: specimen: 1. Uterus, cervix, bilateral fallopian tubes. Clinical history: robotic hysterectomy, bilateral salpingectomy. Pre-operative & post-operative diagnosis: pelvic pain, failed medical device final diagnosis: uterus, cervix, bilateral fallopian tubes, excision: cervix with chronic inflammation. Endometrium, secretory pattern. Myometrium, no pathologic change. Fallopian tubes. Gross description: the specimen is x-rayed and each fallopian tube contains a coiled metallic wire. The coiled wire in the right fallopian tube extends from the right cornu toward the fimbriated end 3.2 cm in length. The coiled wire in the left fallopian tube extends from the cornu toward the fimbriated end 3.2 cm in length. [X-ray] on (B)(6) 2016: comments: muscle pain in low back for months (x-ray showed narrowing of a bone in low back/not cause of pain). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added . Indication added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.